Event description:
It was reported that the patient was status post driveline repair on (B)(6) 2022. On (B)(6) 2022 the patient presented to the emergency room with concern of low blood pressure and dizziness that led to a syncopal episode. Prior to admission the patient noted that they had low flow alarms that commenced on (B)(6) 2022 but it was thought to be a kinked driveline as their driveline anchor had fallen off. Once the driveline was secured, the alarms still continued despite transferring to battery power and the ungrounded cable on separate occasions. It was noted that the alarms stopped when their driveline was straightened out. The log files captured speed reductions and motor stopped events from 04sep2022 until 06sep2022. The previous driveline repair indicated that the cause of the short-to-shield events prior were between the pump and the exit site. An unshielded patient cable is able to prevent a path to ground if a single wire touches the grounded shield. Since these events were occurring on an unshielded cable or battery power it indicates that the issue had progressed and there are now at least two wires making contact with the shield. This condition is known as a phase-to-phase short and can cause a pump stop event on any power source. It was noted that the patient was currently on anticoagulant medications. On (B)(6) 2022 the patient had a heartmate ii to heartmate 3 pump exchange. The heartmate ii pump will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported events. The submitted log file captured momentary pump stops and low-speed events, as well as associated alarms throughout the log file while the system was operating on both batteries and power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline (dl) cut approximately 2.25" from the pump housing. Approximately 11.25¿ of the internal portion of the dl and approximately 22.5¿ of the distal portion of the dl were returned. The distal end portion of dl contained the previous repair performed under work order (B)(4). All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft attachment was returned detached from the outlet elbow. The bend relief and bend relief collar were also returned detached to the outflow graft. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Continuity and hipot testing were performed on the 22.5¿ distal end portions of the dl which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Examination of the pump-end segment of the dl (2.25") found minimal shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires noted breaches in the yellow and orange wires approximately 1.5¿ from the pump housing. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The hipot test confirmed the breaches to the insulation of the yellow and orange. The inner conductors of these wires were exposed. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Examination of the 11.25¿ portion of the dl some shield breakdown at the proximal end of the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires noted breaches in the orange wire approximately 1.5¿ and 3.25¿ from the proximal end and a breach in the brown wire approximately 2.25¿ from the proximal end. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The hipot test confirmed the breaches to the insulation of the brown and orange wires. The inner conductors of these wires were exposed. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The yellow wire redundantly supports motor phase 1, the brown wire redundantly supports motor phase 2, and the orange wire redundantly supports motor phase 3. If the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on battery power, the resulting phase-to-phase short could have resulted in the pump stops. If the exposed conductors from the wires contacted the braided shield while operating on a tethered power source (such as the power module or mobile power unit (mpu)), the resulting electrical short to ground could have caused the pump stop and low-speed events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.